Event description:
Reporter indicated that his vns therapy programming handheld was freezing while he was attempting to interrogate pt's pulse generators. Handheld and accompanying software were returned to manufacturer, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.